Event description:
It was reported that a progav 2.0 shunt system (part # fx415t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure performed on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 7 years, height: 129 centimeters (cm), weight: 28 kilograms (kg), gender: male.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the accepted tolerance in both positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the specified tolerances. Internal inspection: after dismantling of the valves, deposits were found in progav 2.0 and in the shuntassistant®. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability and a adjustability test was already carried out after the revision at the hospital. Existing deposits in the csf can temporarily impair the function of the valves and is described as concomitant symptoms in hydrocephalus therapy. Based on our examination results, we can determine an increased braking force at the time of our examination on the shunt system. The deposits found can be named as the cause of the increased braking force. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.